Event description:
Concept electrocautery unit being used for shoulder arthroscopy. Grounding pad not in complete contact. Not discovered unitl end of case. Unit worked all during case. Pt had burn on thigh which was elipsed & sutured.